Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 6f infiniti multipurpose (mp) a2 100cm 2sh diagnostic catheter was found fractured upon opening. There was no reported patient injury. The device was fractured prior to use. The procedure was completed by replacing it with another unknown catheter. Anomalies were noted both when unpacking the inner package and during device preparation. The device had been inspected prior to opening the package. The procedure type was diagnostic. The device was stored and prepared per the instructions for use (IFU), and the user was trained to the device. No difficulties occurred during preparation. The malfunction occurred during prep outside the patient, and the device was not used in the patient. No additional intervention was required due to the anomaly, and no additional intervention was required to prevent patient injury. One non-sterile device was returned for investigation. Visual inspection revealed a kinked and cracked condition located ~9 cm from the distal tip. Dimensional analysis of the catheter outer diameter near the damaged region and measurements were within specification. Vision-system imaging provided magnified confirmation of the kinked and cracked conditions and showed localized discoloration at the kink consistent with deformation from tensile overload, indicating the device experienced tensile forces exceeding the material yield prior to initiation of the kink and crack. No additional anomalies were detected. The product analysis did not identify evidence to suggest the failure was related to device design or manufacturing. The reported ¿catheter (body/shaft) ¿ cracked¿ was found during the product evaluation. The exact cause of the reported event cannot be determined. The malfunction occurred during prep outside the patient. Additionally, vision-system imaging provided magnified confirmation of the kinked and cracked conditions and showed localized discoloration at the kink consistent with deformation from tensile overload, indicating the device experienced tensile forces exceeding the material yield prior to initiation of the kink and crack. Therefore, handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6f infiniti multipurpose (mp) a2 100cm 2sh diagnostic catheter was found fractured upon opening. There was no reported patient injury. The device was fractured prior to use. The procedure was completed by replacing with another unknown catheter. Anomalies were noted both when unpacking the inner package and during device preparation. The device had been inspected prior to opening the package. The procedure type was diagnostic. The device was stored and prepared per the instructions for use (IFU), and the user was trained to the device. No difficulties occurred during preparation. The malfunction occurred during prep outside the patient, and the device was not used in the patient. No additional intervention was required due to the anomaly, and no additional intervention was required to prevent patient injury. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2.

Event description:
As reported, a 6f infiniti multipurpose (mp) a2 100cm 2sh diagnostic catheter was found fractured upon opening. There was no reported patient injury. The device will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.